Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The body of the reamer is inconspicuous. It can be confirmed that the cutting area of the reamer is fractured. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary surgical procedure the lag screw reamer tip broke while being used and few pieces were left inside the patient, however there is no reported harm or injury to the patient. There was approximately 15 min delay in the procedure. Due diligence has been completed for this complaint; to date no additional information has been received.